Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is (B)(6) of 2018. If implanted; give date: unknown, the information was not provided. If explanted, give date: not applicable, as the lens remains implanted. The device is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. The serial number for the device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A doctor reported that a tecnis symfony intraocular lens (iol), model zxr00 was implanted in the right eye (od) of a patient. As the lens unfolded in the eye, the doctor noticed a rent (tear) in the iol starting in the periphery of the optic and extending 1/3 way across the optic. The center of the optic was not involved and the doctor estimated that of the 6.0mm overall diameter the rent extended about 2mm into the center of the iol, so the central third (central 2mm) would have been untouched. Additionally, as the iol unrolled, there was a sealing effect of sorts that was observed as the two vertical sides of the crack came into apposition. It was slightly more difficult than usual to insert the iol with the plunger. The doctor believes that the plunger caused the tear as he was injecting the iol into the eye and does not suppose that the rent was present on the iol in the package. As the iol unfold in the bag the doctor made the decision to leave the iol in place rather than subject the patient eye to the potential issues associated with cutting and removing the lens and replacing it with another of the same iol. Reportedly, the doctor informed the patient and her husband of this event and the decision to leave the iol in place as he expected no untoward effects from this but in case at a later time this rent was visible on a dilated exam and an examining eye doctor commented on the finding, if visible. The following results were found at the 1-month postop exam: uncorrected distance visual acuity (udva)in right eye (od): 20/16 / left eye (os): 20/12.5-1 / both eyes (ou ): 20/12.5, uncorrected distance visual acuity (unva) 100% at 16 inches in right eye (od): 20/32-2 / left eye (os): 20/20-1 / both eyes (ou ): 20/20, tech mrx +0.25sph=20/16 / +0.25sphere=20/16-1, iop icare 16 / 14. The doctor stated that since the patient's udva is 20/16 and her mrx is +0.25 sphere, which in their evaluation 10¿ lane is right on plano, he would consider this an ''ideal outcome.'' No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information was received and it was learnt that the patient visited the surgeon and she was doing fine. It was also noted that there was no explant. The lens serial number and the implant date were also provided. Therefore the following fields were updated accordingly. Serial number: (B)(4). Catalog#: zxr00u0130 expiration date: 6/14/2022 UDI number: (B)(4). If implanted; give date: (B)(6) 2018. Device manufacture date: 6/14/2017. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.